Manufacturer narrative:
A dräger service technician was dispatched and was not able to reproduce the reported symptom. The technician tested the machine and reported that all tests were passed. The log file investigation provided by the manufacturer revealed that the device was powered on the respective date in the early morning; the consecutive self-test was passed without deviations. The concerned procedure was started at 7:33 am and went stable and unremarkable until 9:35 pm. At this point in time a problem occurred with the cpu board that controls the device-internal communication of the subsystems. If internal communication stops the device is designed to shut-down automatic ventilation and to alert the user to this condition by means of a corresponding gas delivery + ventilator fail alarm. Manual ventilation and the monitoring functions remain available which allowed the user in the particular case to finish the procedure without consequences to the patient. Draeger is aware of a certain number of similar events and, each time the investigation revealed no clear root cause i.e. No indication for a technical problem with the device itself was found. Thus, a likely explanation would be that emc disturbance beyond the immunity barriers of the device always causes the problem. The workstation was developed in compliance to the requirements of iec 60601-1-2.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'gas+vent fail'. The patient was manually ventilated and there was no patient injury reported.